Event description:
Device issue: tip separation. Time of device issue: during procedure. Adverse event: none. It was reported that the tip of the guide wire became damaged (stretched) during use. When the guide wire was removed it was found that the tip of the guide wire and the core of the guide wire were only connected by a small tiny piece of the inner wire, possibly shaping ribbon. A second guide wire was used successfully. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device is returning. It has not yet been received.